Event description:
Pt noted to have some myocardial recovery and speeds were decreased on the vad which contributed to resolution of his sob and other hf symptoms. He stopped having suction events as well.